Event description:
It was reported that a shuntassistant 20 part # fv251t was to be implanted during a primary procedure performed on (B)(6) 2022. According to the complainant, the patient underwent a revision procedure on (B)(6) 2022 to explant a shunt assistant part # fx102t ref. MDR ID 2916714-2022-00051) along with another manufacturer's valve. Reportedly, when the new shunt assistant part # fv251t was hooked up to a manometer, the valve did not appear to work with the manometer. Reportedly, it did not shut off when in the upright position. The device was removed and replaced to complete the procedure. The explanted valve was accidentally disposed of by the hospital coordinator. The other complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. A five minute delay was reported as a result of the event. It is the same patient as MDR ID # 2916714-2022-00051.

Manufacturer narrative:
Manufacturing site evaluation: investigation: visual inspection: the following observations were made during the visual inspection: -third-party catheters were connected with the valve -lots of fluff and also dried-on outside deposits permeability test: the test showed that the shuntassistant is permeable. Computer control test: the computer controlled test showed the opening pressure of the shuntassistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 19,18 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in shuntassistant. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. How the mentioned functional impairment occurred is not clear to us at the time of the investigation. Proteins in the cerebrospinal fluid can influence the function temporarily. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4) & co. (B)(4). From our point of view, no further regulatory actions are required.